Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unrecalled day and time. She obtained a result of "333 mg/dl" on the subject meter and "228 mg/dl" on the doctor's meter, done less than 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient stated that she manages her diabetes with insulin (self adjuster) and due to the alleged issue denied making any changes to her usual treatment. She claimed that "immediately" after the alleged issue began, she felt "lightheaded with a rapid heartbeat", which she associated to a low glucose state. The patient denied receiving any form of medical treatment in response to her symptoms. During the initial call with customer service, the agent noted that the patient was using the correct unit of measurement set in the meter and using an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.